Manufacturer narrative:
(B)(4). Correction: MFR updated to (B)(4). The results of the investigation are as follows: complaint sample was evaluated and the reported event was confirmed. Exhibits signs of repeated use (nicked or gouged) and is also fractured, not all pieces returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that impactor head for femoral compost broke during femoral implant implantation. Attempts have been made, but no further information is available at the time of this report.